Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio meter was displaying an error message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning that they contacted lifescan. The patient could not recall the exact error message obtained. The patient was unable/unwilling to share any information regarding their usual diabetes management. The patient reported that they developed a symptom of ¿disorientated¿ sometime after the alleged issue began. The patient denied receiving any treatment for this symptom. The cca was unable to resolve the issue with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.